Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a native annulus, the patient had a heavily calcified annulus with a mean gradient of 72 millimeters of mercury (mmhg). The valve was implanted without any complications at a depth of 6 mm into the left ventricular outflow tract (lvot). The physician decided not to post dilate due to heavy calcium and echocardiogram showed a gradient of 14 mmhg. The patient was to be monitored with echocardiograms. 4 months following the valve implant, a gradient of 22 mmhg was observed and the patient was asymptomatic and the physician will continue to follow up with the patient. No treatment was reported. No additional adverse patient effects were reported.